Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced withdrawal symptoms. The pt's pump was in safe state and a reset had occurred. A critical pump alarm was confirmed through telemetry. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.